Event description:
Pt has experienced insulin leakage from the infusion headset several times over the past few weeks. Due to the leakage, the adhesive has not adhered properly and blood glucose elevated to 420 mg/dl. The infusion set was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.